Manufacturer narrative:
As no product was available for return, no root cause could be established with confidence. Catheter breakage can be related to securement techniques and catheter maintenance techniques, which can apply excess pressure or tensile forces to the catheter. The instructions for use include many ways users can mitigate the occurrence of breakage, including instructions not to flush the catheter with excess force and instructions not to tape over the catheter tubing. L-cath catheters are 100% inspected at various times during manufacturing. This includes visual inspection, leak, and flow tests. Control tensile tests are also conducted to ensure catheter integrity.

Event description:
Baby was squirming and kicking legs. The healthcare worker entered the isolette to check on baby and noted that the PICC line in left leg was broken. IV tubing (aads line and lipid line) noted to have lots of slack (not taught). Bed noted to be wet with tpn. Line was broken at the line's connection point (not extension tubing connection point). There was no patient harm but a new PICC was placed upon removal of the leaking PICC.